Event description:
It was reported that insulin pump had partial screen display. Missing segment persisted even after battery change. Customer was advised that insulin pump would be replaced.

Manufacturer narrative:
The insulin pump was received with no unexpected self test missing segment noted and no damage found on the lcd isolation tape noted. The insulin pump passed the self test. The insulin pump has minor scratched lcd window, scratched reservoir tube window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.